Event description:
It was reported that the pt reported the end of the desktop charger (dtc) cord was loose and bent. Pt stated a couple weeks ago they were trying to get the 'device' working again and 'it' (agent understood recharger) didn't work. Pt mentioned they notified their rep who redirected them to patient services for the replacement after pt realized the damage to dtc a couple days ago. When asked for the notify date, pt said they had back surgery (confirmed unrelated to ins) in april and hadn't been using their ins (agent understood rep was notified sometime within the last couple weeks). An email was sent to the repair department to replace the dtc. Pt was unable to locate the serial number on their dtc, but agent had them confirm the black cord with white arrow that goes into the recharger was in fact the connector pin they were talking about. Pt provided "cef with a thing inside the c" and a sticker with the letter "a," along with "ac002" when trying to have pt locate serial number.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). B3: date is approximate. Month and year are confirmed valid. H3: product ID: 37761, serial/lot #: (B)(6) was returned or product analysis. Analysis found the cable assembly was frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.